Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-06643. It was reported that during a routine post-operative evaluation, the atrial and ventricular events were timing out to be roughly equal. A chest x-ray was performed and revealed rv lead dislodgement. It was also noted that the slack on the atrial lead was also reduced but was still attached and performed satisfactorily. The rv lead was repositioned without further complications. At this time, the atrial lead was electively removed, even though there was no allegation of failure on this lead. The physician posited that the patient may have inadvertently been the cause of the dislodgement due to movement beyond the prescribed range. The patient was stable before, during, and after the procedure.